Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels and that there were discrepancies between them and the sensor glucose readings. The blood glucose reading was 37 mg/dl compared to the sensor glucose reading of 43 mg/dl. The customer stated that he did not think the issue was with the insulin pump; he stated that the low blood glucose issue was due to poor lifestyle. He declined troubleshooting for the event. He treated with food and glucose tablets. He was not admitted as an inpatient for medical treatment. Nothing further reported.